Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 -13.00d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan viscoelastic and the msi injector system. Toxic anterior segment syndrome (tass) was diagnosed. No diagnostic tests were performed. In the reporter's opinion, the cause was unknown with "many inflammatory cells on the back surface of the lens". Steroid and pupil dilating eyedrops were prescribed and a "rinsing" was performed. Additional anterior chamber irrigation and evacuation of visco/fluids was performed. The lens was explanted next day (day 1). Last report on day 4 states that residual pigmentation is improving with replacement lens surgery pending. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: 4112- inspection of the returned device identified a foreign particulates on the lens. External laboratory analysis was performed to determine the composition of the foreign material identified on the lens. The particles were found to be primarily composed of protein with lens material and trace amounts of sodium, phosphorus, calcium, sulfur, chloride, magnesium, and aluminum for particle 1. Particle 2 was primarily composed of a fatty amide. Particle 3 was primarily composed of protein and phosphate salts (mostly calcium) with trace amounts of magnesium, chloride, silicone, aluminum, and sulfur. H6: 3331-device history review: the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Cllaim#(B)(4).